Event description:
It was reported the holster was sent to the caller because of green cable errors during samples. The customer did not know the frequency of the error or if they replaced the probe. The staff was unable to gather all the samples initially planned but reported they have enough for diagnosis. The caller reported repairing the rotation knob themselves recently because it was stripped and is requesting the repair to be redone by the repair center. The device will be returned.